Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the pump was not working. The reporter stated that the patient went swimming and the pump began to alarm. The reporter stated that the pump then was stuck on the home screen and lost power. The reporter indicated that the pump would not power back on. The reporter confirmed that there was no damage to the battery compartment or cap and there was no moisture noted to in the battery compartment. The reporter indicated that some moisture was noted behind the display screen. Upon further examination of the pump, the reporter indicated that the keypad had a small crack in it. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. The pump powered on with vibratory and audible sounds and the display screen was black. Downloading the black box and history was unsuccessful. A case leak was found and there was damage to the pump. The pump cover was removed and internal moisture on the pcb and internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.